Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was torn over the ok button and the pump was exposed to moisture, but the response issue occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/01/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the ok button. The keypad cover was removed and contamination was found under all key contacts. The down arrow and ok key contacts were also inverted. The keypad button response could not be tested due to an unrelated issue of a dim, unreadable display. Also unrelated to the complaint, the battery compartment was observed to be cracked. A leak test was performed and failed due to a keypad leak and a leak at the battery compartment crack. The pump case was removed and no evidence of moisture ingress or loose components was found.